Event description:
Procedure: pneumonectomy. According to the reporter: customer reports that the black button to load the instrument broke and made the instrument unusable. They opened a second device with a different lot # but the same problem occurred. They used a third instrument and it finally worked fine. No pt injury or ill-effects. Pt current status reported as recovered. The device is being returned for eval.

Manufacturer narrative:
(B)(4).